Event description:
It was reported a balloon burst on the third inflation during a iliac angioplasty procedure. The procedure was completed at this time. There were no pt complications as a result of this event. This device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further info with regards to the circumstances of this event have been unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device and without further details about the event, co cannot determine the exact cause for this event. Directions for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded...do not advance the guidewire or the catheter if resistance is met without first determining the cause of the resistance and taking remedial action...never manipulate the catheter with the balloon inflated."